Manufacturer narrative:
(B)(4). The analysis results showed that one (B)(4) device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted and no abnormities were noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device did not fire according to the report received. Unknown how case was completed. There were no adverse consequences for the patient. Additional followup: the load did not work. There was not any stapling. The sales representative said that according to the doctor, both staplers did not cut or staple due to the thickness of the patient's tissue.